Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to instability. Component not revised: advance onlay all poly patella 35mm tripeg product ID: kpontp35 lot ID: 1759570. Revision njr number: 4387320. Side: r. Primary asa: p3 - incapacitating systemic disease.